Manufacturer narrative:
G4: 08may2020. B4: 31aug2020. The manufacturer's field service engineer confirmed the reported problem as an exhalation valve test failure. No repair was performed. The customer reported that they were not willing to purchase the replacement parts. The device is to remain unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported tidal volume not achieving. There was no patient involvement.